Event description:
Caller reported that a cartridge alarm 20 was triggered. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was instructed on how to return the problematic pump and manage the replacement process, including putting the pump into storage mode and using a backup multiple daily injections (mdi) therapy while awaiting a new pump. Additionally, a replacement pump was sent to the customer.